Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's external flow sensor and was evaluated by a field service engineer and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue. Additional information received indicates that the external flow sensor cable was also replaced to address the issue.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's external flow sensor. The device was not in patient use. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue.